Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. Stenosis is listed in the xience xpedition eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2013 one 3.0x28 xience xpedition stent was implanted in the mid left anterior descending (lad) coronary artery. On (B)(6) 2016 target lesion revascularization was performed via percutaneous transluminal angioplasty to treat in-stent restenosis. No additional information was provided.